Event description:
The user facility reported that during an unspecified procedure the cable broke away from the electrosurgical unit due to a power surge. There was no patient injury reported. Olympus followed up with user facility via telephone and in writing to obtain more detailed information regarding the event, but with no result.

Manufacturer narrative:
The cable referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the cable was burned and was split in half at the end of the plug connector side. The damage found is indicative of arcing during high frequency output. There were melted wires, which indicates that a number of wires had been broken first before the wires beam melted. The insulation proximal to the detachment section was cracked. The reported phenomenon was attributed to the stress and extensive usage beyond the one year life expectancy, as the cable is over five years old. The instruction manual warns users to not use the hf cable after one year for use and to visually inspect the cable and the plugs for irregularities on the surface prior to use. The cable will be forwarded to the original equipment MFR for further investigation.